Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d3 , d9 date of the initial medwatch. D3 facility name olympus winter & ibe gmbh, standort berlin (olympus surgical technologies europe) and registration number (B)(4) the device was returned to olympus for inspection and observed the error 433(e433) traced back to a defective high voltage power supply (hvps) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields. 2. The user actuates the foot switch while the generator is booting. 3. Defective foot switch due to short circuit in the plug. 4. Defective foot switch due to defective reed contact. 5. A defective cable connection between the hvps board and the generator board. 6. A defective cable connection for the output signal between the generator board and the relay board. 7. A defective transformer tr1 on the generator board . 8. A defective current transformer on the generator board. 9. A defective impedance transformer on the generator board . 10. A defective peak rectifier on the generator board. 11. A missing drive signal for the output stage of the generator board. 12. The output voltage is too low due to bad switching of the hf output stage on the generator board. 13. The supply voltage from hvps board is missing or too low. 14. A defective hvps board due to a short circuit of the mos transistors. In such cases, the user may sometimes observe popping noises or flashes. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation at a mains voltage of 230v. 15. A defective motherboard due to a short circuit of the ntc1 resistor. 16. A defective motherboard due to a defective adc. 17. Defective transient-voltage-suppression (tvs) diodes on the relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error be generated, and the generator will automatically restart. The issue occurred during maintenance. There were no reports of patient harm.